Event description:
Event took place during implant of pacemaker w3dr01 with 4076 and 3830 leads. It was reported that during the implant procedure when peeling away the introducer it was sticking together and would not peel away easily. The introducer was attempted not used. No patient complications have been reported as a result of this event.there was a delay of less than 30 minutes. There was no medical or surgical intervention. Procedure was successfully completed.

Manufacturer narrative:
No product was provided for analysis. Procedure completed successfully. There was no adverse event with the patient reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Previously CAPA was open to address this issue. No further corrective actions required. Device was not returned for analysis and review of the manufacturing documents did not reveal any discrepancies that would have contributed to this event. This complaint is non-verifiable. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes.